Event description:
Philips received a complaint by the customer on the v60, indicating that the device was not working properly. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and the biomed customer from peak medical was trying to order a power management (pm) printed circuit board assembly (pcba), but it was not available. Requested him to ship the unit back to the customer, and we can schedule authorized service provider (asp) to provide service.

Manufacturer narrative:
H10: per good faith effort (gfe) response received on 14feb2024, it was confirmed that the biomed customer returned the device to the customer un-repaired. No further information was able to be obtained regarding the issue, evaluation, repair, and operational status. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.